Manufacturer narrative:
The event product was returned to applied medical for evaluation with the tissue bag and cord loop still attached to the introducer shaft and rod. Upon inspection, engineering noted that the deployment mechanism was deformed at the tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "lc" "surgeon inserts the retrieval system in the abdominal cavity. Pushing the thumb ring, the bag was out of sheath and the bag is not attached on the metal supports." Additional information was received via email from purchasing representative on wednesday, november 8, 2017: "the bag did fully come off the prongs. The metal supports were fully exposed. The contents were not within the bag when the bag fell off the prongs. They just began to deploy this bag when the bag came off. The bag fell off during deployment. When the bag fell off the supports, they retracted the device all the way to remove the bag. They did not cut the cord loop. Strong force was not placed on the distal end of the bag. They did not pull back on the handle. The surgeon noted a clicking noise upon deployment." Type of intervention: unknown. Patient status: "fine."